Manufacturer narrative:
The customer complaint that the tubing disconnected from the stop cock and leaked was confirmed. The customer¿s photo was evaluated and red fluid possible blood was observed to be leaking on the floor. The root cause of this failure was not identified.

Event description:
The customer reported that the tubing disconnected from the stop cock causing the patient to bleed back up into the line and onto the floor during an operating room case. There was no harm.